Event description:
It was reported to philips that the system was unable to boot. The user had to manually restart the host computer to resolve the issue. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.